Event description:
The pt reported, elevated blood glucose readings of 400 mg/dl with her normal range being 120 - 150 mg/dl. She stated, she has a cold. She said, she took several boluses of insulin through her infusion device which brought her blood glucose reading down to 290 mg/dl. She said she tried to give herself a 1.5 unit bolus and her infusion device gave an occlusion message. The pt stated she disconnected from her device and performed a bolus through the tubing without error. She stated, she then changed her infusion set and bolused without error. During troubleshooting, the pt stated, she has been getting occlusion messages. She stated, she does not have scar tissue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.